Event description:
Affiliate reported that the fluid did not drain well from the ventricular catheter. The surgeon is unsure if it was due to improper placement or from pt's movement. As a result the ventricular catheter was replaced.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.